Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the front part of the lens was broken during implantation. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 054243059 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 054243059. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 15th august 2024, rayner received notification from its distributor in china of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the front part of the lens was broken during implantation necessitating lens explantation and exchange.